Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Additionally, multiple intermittent cartridges would not fit properly onto the pump. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.